Event description:
It was reported that the transfer set might have been loose. The care giver (cg) disconnected the patient line and then connected back to the patient line to verify a secure connection. The home patient (hp) then proceeded with therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.